Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the issue occurred during cholecystectomy procedure on 12-sep-2024 on system sk3150. No damage was noted on inspection prior to sterilization. The incident with the clip applier occurred while attempting to clamp/deploy clip on vessel/tissue. Hem-o-lok clips were used with the clip applier instrument. The surgeon used medium large size clips (3-10mm) on the vessel or structure. To resolve the issue, a new instrument was opened, used, and performed as expected. There was no injury/harm to the patient. Refer to section b3. Event date for updated field.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. Additionally, the instrument was found to have grip input disk #6 and #7 broken.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the medium-large clip applier instrument clips were getting stuck. The procedure was completed with no reported injury.